Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported postoperative that the right atrial (ra) lead had dislodged and was confirmed by chest x-ray. The ra lead had shown changing p waves and stimulation of ventricular complexes with aai pacing. The ra lead was revised and remains in place. No patient complications have been reported as a result of this event.